Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the impactor tip has multiple scratches and deep gouges in the plastic. The threads are damaged as well. There is no lot number available on this device. The impactor tip shows signs of significant wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during surgery, threads of a r3 impactor tip stripped. An identical backup device was used to complete surgery. Surgery was not delayed. The patient was not harmed.